Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: a gore excluder aaa endoprosthesis contralateral leg component (lot#03900902), a gore excluder aaa endoprosthesis aortic extender component (lot#041101716), and a gore excluder aaa endoprosthesis iliac extender component (lot#03691293) were also implanted.

Event description:
In 2005, a gore excluder aaa endoprosthesis was implanted to a repair an infrarenal abdominal aortic aneurysm. The following year, the patient presented with a type ii endoleak and aneurysmal sac enlargement. A reintervention has not been performed.